Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was recently diagnosed with clostridium difficile and was on antibiotics and would be for a week after the report. The patient also reported a loss of therapy and bowel issues of loose bloody stool. The programmer showed the stimulation was on. It was reviewed that the patient should wait until antibiotics were completed to make any changes to their therapy. It was noted the change in therapy/symptoms was sudden. The patient reported a normal bowel movement the week before the report. No further complications were reported.